Manufacturer narrative:
The pump passed functional testing's including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. The low reservoir alarm functioned properly. The pump was programmed with 2.0 units fixed prime with water reservoir. The water did exit the infusion set. The pump was communicated properly with one touch ultra-link bg meter. The numbers on bg meter transferred to the pump as same numbers as bg meter. No delivery anomaly was noted. The pump was received with normal operating currents and no unexpected off no power or low battery alarm was noted. The pump passed self-test and error test. No unexpected error alarms were noted during testing. However, error alarm was found in alarm history. Error alarm due to corrupted history file. The pump had cracked case at display window corner and cracked belt clip slot at battery tube threads area.

Event description:
The customer reported via phone call of high blood glucose readings and delivery anomaly from the insulin pump. The customer's blood glucose reading was 600 mg/dl. The customer put the maximum amount of insulin through the pump and called her doctor. The customer added some novolog from a pen and took 4-5 days to get down to normal reading. The customer placed a new battery in the pump and received an external ram crc error and displayable history failed at checkup alarm. The customer will be sent a replacement pump. The customer will return the pump for analysis.